Manufacturer narrative:
Unit alarmed button error due to flattened act dome switch.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer fell off her bike and the insulin pump hit the pavement. The buttons on the insulin pump were unresponsive. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.